Event description:
The report is from the study. The patient has a family history of coronary artery disease, hypertension and hyperlipidaemia. It was also noted that the patient is a current smoker. The main indication for the intervention was silent ischemia. The patient's baseline heart rate was 78/min and blood pressure was 160/90 (mmhg). The target lesion was a native, de novo, irregular, type a first diagonal. The lesion had a reference vessel diameter of 2mm and a lesion length of 24mm. Pre-procedure diameter stenosis was 60%. The lesion was pre-dilated with a 2.0 x 12mm balloon at 20atm. A 2.5 x 18mm cypher select plus stent was implanted at 12 atm to treat a dissection, with satisfactory results. Then a 2.5 x 8mm cypher select plus stent was implanted at 10atm to treat a dissection, with satisfactory results. Neither of the stents were post-dilated. The two stents were not overlapping. Post-procedure diameter stenosis was 90%. A type a dissection was noted during the procedure and from the information received it is unclear when and how the dissection occurred. The event was resolved without sequel.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two product involved with the reported event. The associated manufacturer report number is 9616099-2007-02425. This event is still being investigated as the source of the dissection is unclear. Additional information will be submitted within 30 days of receipt.